Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic. Programming changes were made. The patient's condition is stable.